Manufacturer narrative:
Additional information is provided. No further information was able to be obtained from this customer. However, the curved laser probe was received for evaluation. A visual assessment of the returned sample. Through visual evaluation, it was determined that there was excess adhesive residue on the cannula tip. The reported event was replicated, as the sample could not be inserted into trocar cannula. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe cannula tip. An internal investigation was opened for this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a surgical procedure the laser probe tip could not be inserted into the trocar cannula. The laser probe was exchanged to complete the procedure with no harm to the patient.